Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient went to the clinic after the patient alert sounded. The lead integrity alert (lia) triggered possibly due to electromagnetic interference (emi) recording. The patient was not aware of emi exposure. The device remains in use. No patient complications have been reported as a result of this event.